Event description:
Pt was on a gaymar pad which burst and flipped the pt on his side. The air pressure kept building up, the off cycle apparently did not reduce the pressure so the pad was like a balloon that finally burst. When the pt was flipped on his side, his head was buried in his pillow. Pt had to be resuscitated. Pt did recover from this incident and did start breathing on his own. At a later date, pt did expire. Manufacturer's rep.